Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 30th march 2009. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up until the (B)(6) 2013. On the (B)(6) 2013, the device failed the weekly auto self-test due to low battery. Later on the (B)(6) 2013, information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to (B)(6) 2017. On the (B)(6) 2017, the device failed the weekly auto self-test due to low battery. Additional low battery fails were recorded on the (B)(6) 2017. The device was still in fault mode on the (B)(6) 2017, when information from the history shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully passed all weekly auto self-tests up to the last log entry on the (B)(6) 2017. During the above period the device records 27 manual power ons mainly of under one-minute duration and one of nonsensical duration. These manual power ons may indicate the user was regularly power cycling the device or the beginnings of membrane failure. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation was unable to replicate, or find any evidence of, the reported fault. There were 27 manual power ups recorded in the history log mainly of under one-minute duration and one of nonsensical duration. These manual power ups were most likely due to the user power cycling the device. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. Due to the length of time that the pad-paks were installed, the low battery warnings detailed in the report were most likely due to genuinely depleted pad-paks. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.